Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, on the first utilization, the surgeon was able to press the green button but could not squeeze the handle and the device did not fire. The reload was changed to complete the case. There was no patient injury.